Manufacturer narrative:
UDI: (B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the rep, after implantation, the certas valve was revised for unknown reasons. The surgeon wants to have the certas valve tested. There were no reports of delay.

Manufacturer narrative:
The device was returned for evaluation. The position of the cam when the valve was received was at setting 8. The valve was visually inspected; biological debris was noted in the valve mechanism and needle holes in the needle chamber were noted. The valve was tested for programming and passed. The valve was flushed; the valve was blocked. The valve was leak tested, only leaked from the needle holes in the needle chamber. The catheters were irrigated, no occlusions noted. The siphon guard was removed from the valve and tested; the siphon guard passed the test. The valve was dried. The valve was pressure tested, the valve failed. Biological debris was found on the ruby ball, and on the seat of the ruby ball. A review of manufacturing records was not possible as the lot number was unknown. Based on the results of the investigation, the reported issue is confirmed. The root cause for the problems found during investigation is probably due to the biological debris found on the ruby ball, and on the seat of the ruby ball. This debris was stopping the ball from sitting correctly on its seat. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.